Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was informed to continue using the pump and to contact support if the malfunction reappears, which the customer understood.